Event description:
The user facility reported to terumo cardiovascular systems corp that during cardiopulmonary bypass, at the end of the case, the pump head leaked from the seam during rewarming. This resulted in less than 10cc blood loss. Approximately 10cc blood loss. Product was not changed out. Surgery was completed successfully without delay.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations- and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on 05/19/2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations- and as indicated by terumo cardiovascular systems. Upon evaluation of the device, the complaint was confirmed. Initial visual inspection of the actual sample revealed crazing around the top housing weld and bottom housing weld. Small cracks were found on the top housing underneath the outlet port. The actual sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660mmhg. The sample did not leak. It was noted that the user applied bone wax to the unit to stop the leak. Although the sample did not leak, the complaint was confirmed due to known top housing crack issues with this specific product code/lot number combination. During other investigations of similar events, it was discovered that the leaks were from cracks in the top housing. The cracks were caused by dehp compound residue on the x-coated separator of the pump. The separator came into the incorrect tank during manufacture. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4).